Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that the additive appeared to be in liquid form. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® boric acid sodium borate/formate c&s urine tube the tubes were found to be missing the additive. There were six tubes that were missing the additive. The following information was provided by the initial reporter: customer six tubes where additive is missing. Additive is normally like a button at the bottom of tube in powder form.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® boric acid sodium borate/formate c&s urine tube the tubes were found to be missing the additive. There were six tubes that were missing the additive. The following information was provided by the initial reporter: customer six tubes where additive is missing. Additive is normally like a button at the bottom of tube in powder form.